Event description:
A caller reported experiencing alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer replaced supplies as necessary and resume insulin.